Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the that morning he filled reservoir and during rewind, it lost all the basal and now keeps getting motor error and saw a flash of 70 as well indicating and motor position encoder alarm which did clear all settings. Customer reports the drive support cap appears normal also. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.